Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the device was broken off at the front while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device was broken off at the front while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
H3 : evaluation in process.